Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced faulty upstream occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The 'faulty upstream occlusion alarm' were verified through a review of the event history log as 'upstream occlusion!' Messages but not reproduced during service. A review of the plexus service document revealed the out of specification ultrasonic sensor during idea testing. The primary cause for false occlusion alarms upstream was an ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.